Event description:
It was reported that the customer was taken to the ER with a low blood glucose reading of 36 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Found that the customer had delivered three 10 unit boluses the night prior to the event without using the bolus wizard. Explained the benefits of using the bolus wizard feature. The husband understood, and stated he would monitor and assist the customer with the bolus wizard feature. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.